Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system,was scheduled for an electrode revision due to notable erosion at the xyphoid incision. Additionally, a positive culture for staphylococcus aureus was confirmed. The patient was administered antibiotics and the wound opened for debridement. The electrode was repositioned and the wound reclosed. No removal of any chronic subcutaneous implantable cardioverter defibrillator (s-ICD) system components and no further adverse patient effects were reported.